Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure, goes into standby mode and has an electrical burning smell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "autofill failure" issue, goes on standby on its own and has electrical burning smell. A getinge field service engineer (fse) unable to duplicate autofill errors. Logs indicate iab disconnect, performed several autofill procedures with no errors. "Electrical smell" was only present in the storage drawer and was not related to the cardiosave or the cart. Wires in the storage drawer were the source of the smell. Fse replaced cardiosave console screw kit cover (d040-00-0458-01) for safety purpose. Device passed all functional and safety tests according to factory specifications. Unit was returned to customer and cleared for clinical use. Patient involvement is unknown.